Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient could not recharge. The battery had ¿gone out¿ and the patient was not getting stimulation. The patient was not sure when this happened ( a couple of weeks ago) but it was the first time that it had happened before. It was also reported that the patient kept the batteries out of the remote because it wears out too fast. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the batteries depleted very quickly when they were left in the unit. It had been about a month since the ins was charged. The issues of the ins battery going out, loss of stimulation, and inability to charge started after the ins battery had not been charged for a length of time. The patient was making an appointment to have the ins reactivated. No further complications were reported/anticipated.